Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet system after recently starting on a replacement device, with a highest blood glucose of 261 mg/dl and time above range for about 90 minutes; the device delivered corrections and glucose subsequently returned to range, and there were no alerts or alarms reported as problematic. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of available device data and provision of troubleshooting and education regarding meal announcements and the ilet learning period. Investigation of this case revealed no device malfunction and no alert issues, with the event characterized as hyperglycemia of unclear cause during the early learning period and with dinner meal announcement variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear.